Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received indicating that the patient underwent bilateral femur lengthening on (B)(6) 2024. Subsequently, the patient reported experiencing a ¿popping¿ sensation in the right femur during routine physical therapy. While the exact date of occurrence is unclear, it is estimated to have taken place within 7 to 10 days prior to (B)(6) 2024. Upon further evaluation using radiographic imaging, a fracture of the femoral nail was identified. The patient denied any history of torsional forces or exceeding prescribed weight-bearing limitations. The reported ¿popping¿ was accompanied by pain and rotational instability. On (B)(6) 2024, the fractured nail was successfully replaced, and the patient is now set to resume post-operative lengthening.